Event description:
The patient reported experiencing elevated blood glucose levels (531 mg/dl), which was treated with the pump and insulin injections.

Manufacturer narrative:
The patient reported that she has not been changing her infusion set every 2-3 days as advised in the user guide. The patient also reported, not changing infusion site with high blood glucose levels. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed.